Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident may have been related to the patient condition.

Event description:
The rv and ra leads in a patient with twiddlers syndrome were seen via x-ray to be twisted in a lump. Both leads were exchanged successfully. The patient was in stable condition.

Manufacturer narrative:
Please note that the serial number previously reported was incorrect. The correct serial number is unknown.